Event description:
It was reported that fractured PICC with 37cm retained requiring intervention. Breakdown of events: (B)(6) 2024-PICC inserted in medical imaging by radiologist, basilic vein, complication narrowing past shoulder requiring 018 v18 guide wire to pass. 24/5/2024- documented as working until 24/5, not aspirating but flushing. (B)(6) 2024- patient complained of sore and tightness to PICC site, reviewed by ward call rmo- ceased IV therapy for home team to review next day. (B)(6) 2024- decision to remove, attempted to remove only 6cm removed 37cm retained, (no resistance when attempting to remove), chest x-ray revealed line retained in vessel referred to vascular. (B)(6) 2024- vascular review- images display kink in catheter- likely case for breakage. (B)(6) 2024- PICC remaining length 43cm removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.